Event description:
The customer reported that the ventilator suddenly stopped cycling without visual or sound alarm. As per customer, event resulted in respiratory distress to the pt.

Manufacturer narrative:
The eval of the device has not been completed.